Manufacturer narrative:
Carefusion file identification number is (B)(4). Any additional information that is provided by the customer will be included in a follow-up report. (B)(4). At this time, carefusion has not received the suspect device component for evaluation. It is unknown if the device is available for return.

Event description:
The customer reported no display with continuous alarm while using the vela ventilator. The customer reported a second occurrence of the same unit. After receiving the vela diamond replacement part/front panel, the issue was not resolved. The customer reported cross checking a known good pcb (printed circuit board) with the defective one and the unit was working satisfactorily. The customer did not provide patient information. At this time, it is unknown whether there is patient involvement.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis lab (fa lab) received the vela main printed circuit board assembly (pcba). Inspected and installed pcba in a known working vela unit. The reported issue was duplicated and the root cause was isolated to low battery voltage and due to the unit not being plugged into the ac outlet.